Event description:
It was reported that during use of the head gear for mask fixation the patient received 2nd degree burns on the face which healed spontaneously. The event already happened in 2009, MFR has been informed on september 17th, 2009. The patient fully recovered and went home.

Manufacturer narrative:
The investigation is ongoing, the results will be part of the follow up report.